Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy procedure, the display screen of the device was out of application and the device could not fire. The procedure was completed with another device. There was no patient injury.